Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was returned for the investigation and a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. However, it is feasible to suggest that since this device is inspected 100% to ensure the strength of the product by performing a controlled load test, we can conclude that the device met with resistance beyond its current design specification. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The wire was received with unraveled coil still attached at proximal joint, unraveled all the way to the end. Dimensional inspection reveals that the mandril wire measures within specification, and the solder joint is sufficient. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. There was one other reported complaint for this lot number.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the wire became caught on the lumen of a peel away sheath during a peripherally inserted central catheter (PICC) line placement. The wire subsequently uncoiled/ unraveled. An additional unspecified procedure was allegedly required to address this event. No further event or patient details were provided.